Event description:
The device and lead were explanted due to noise generated from a suspected lead fracture. The implantable cardioverter/defibrillator battery voltage had been depleted due to the noise.